Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cuff was visually and microscopically inspected. Microscopic analysis revealed a pinhole in the cuff shell consistent with wear at a fold. The pump component was visually and microscopically inspected, and leak tested. Under the microscope, it was noted that the pump was contaminated; therefore, it could not be functionally tested. The balloon was visually inspected, microscopically examined, and tested for leaks. Folds were identified in the shell. Also, a leak consistent with fatigue was identified. The reported patient symptoms are a known inherent risk of device use and are listed as such in the device instructions for use (IFU). Based on the information available and analysis results the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced severe right labial pain, edema, swelling and obvious infection and erosion. A surgical procedure was performed in which an ulcer was noted in the deep subcutaneous tissues as well as a fibrinous exudate coming from a wound in the right labia. Additionally, the aus cuff was coming out of a wound in the left labia. Necrotic tissue was identified in the right-side wound confirming a diagnosis of fourniers gangrene. The existing aus components started being removed; however, a large calculus of unknown etiology was identified in the proximal vagina. Upon its dissection it was noticed that the calculus likely developed over many years related to urine leakage over a permanent prolene suture in the vagina. The reservoir and pump were successfully removed; however, the cuff was not able to be removed transvaginally, therefore, the procedure approach was changed. After the laparotomy incision was extended severe adhesions and fibrosis were noted in the area. The cuff had also been enveloped in a pseudocapsule. After finishing the dissection, the cuff was successfully removed. A cystoscopy was performed in which ventral cuff erosion was confirmed; however, no damage was noted in the bladder. After closing the pseudocapsule, the patient underwent copious antibiotic irrigation. It was noted that the procedure was six hours long, but when the patient awoke from the anesthesia there were no further patient complications.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced severe right labial pain, edema, swelling and obvious infection and erosion. A surgical procedure was performed in which an ulcer was noted in the deep subcutaneous tissues as well as a fibrinous exudate coming from a wound in the right labia. Additionally, the aus cuff was coming out of a wound in the left labia. Necrotic tissue was identified in the right-side wound confirming a diagnosis of fourniers gangrene. The existing aus components started being removed; however, a large calculus of unknown etiology was identified in the proximal vagina. Upon its dissection it was noticed that the calculus likely developed over many years related to urine leakage over a permanent prolene suture in the vagina. The reservoir and pump were successfully removed; however, the cuff was not able to be removed transvaginally, therefore, the procedure approach was changed. After the laparotomy incision was extended severe adhesions and fibrosis were noted in the area. The cuff had also been enveloped in a pseudocapsule. After finishing the dissection, the cuff was successfully removed. A cystoscopy was performed in which ventral cuff erosion was confirmed; however, no damage was noted in the bladder. After closing the pseudocapsule, the patient underwent copious antibiotic irrigation. It was noted that the procedure was six hours long, but when the patient awoke from the anesthesia there were no further patient complications.